Event description:
It was reported that a pt underwent a pelvic floor prolapse repair procedure on (B)(6) 2010. Two days post-operatively, the pt experienced pelvic pain and developed a fever > 39.5 degrees celsius, which led to readmission on (B)(6) 2010, for suspicion of nosocomial infection. A group a streptococcal (gas) cellulitis on the tape was diagnosed. The device was removed and replaced with a new one. The pt was transferred to another hosp and was in stable condition in the intensive care unit. The infection is now resolved. The packaging was not damaged before use. The device was placed without any issues, except that there is no trace of cleansing with betadine before the procedure.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.